Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported pain down their leg when they walked through a store metal detector. As a result of the event, the patient was told to turn their device off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. It was noted that there were no falls or trauma associated with the issue. The patient stated they had gone through a security device at a store about a week before the report and stated "all the wires went off", and clarified that they felt extra stimulation. The patient stated all the wires went off at once and it shut off and on again. The patient felt this sensation again when they were in a sitting position, and this was shortly after going through the security device. The patient was redirected to their healthcare provider. No further complications were reported.